Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. The housing was removed and the conductor wire was broken at the proximal end. As a result, energy activation would not work when activated on the system. Failure analysis found the primary failure of a broken conductor wire at the proximal end to be related to the customer reported complaint. Root cause of broken conductor wire proximal is attributed to a manufacturing issue. A review of the instrument log for the maryland bipolar forceps (pn# 470172-16/ lot# n10190917- 0226) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# sk0941. The instrument had 3 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no diathermy conduction when bipolar was connected and activated. A backup instrument was used and the procedure was completed with no reported injury.